Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The replaced pcb assembly was returned to physio-control and evaluated by the failure analysis center, but the reported problem could not be confirmed or reproduced and root cause could not be determined.

Event description:
The customer reported that the defibrillator failed to deliver a shock and displayed the service indicator while attempting to treat a patient in ventricular fibrillation. The patient was a male with dyspnoea. Another defibrillator was made available to treat the patient. The resuscitation efforts at the scene of the cardiac arrest were described as successful, however output was lost while en route to the hospital and the patient was pronounced deceased at the emergency department.